Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received in good physical condition. During testing the phase margin and frequency values were recorded out of specification; however, an out of range value for these two will not interrupt device function or generate an automatic error code, not contributing to the reported event. The instrument was disassembled to inspect the internal components and it was noted that the transducer ID does not match the one registered on the eprom and the wire guide component was missing.

Event description:
It was reported that during a laparoscopic nissen fundoplication, the gen11 generator kept displaying a tighten assembly error. They changed hp054 hand pieces and were able to complete the procedure with no consequence to the patient.